Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported by the patient that the patient felt shortness of breath and questioned if the rate response settings on the implantable pulse generator (ipg) had changed after cardioversion. The patient discussed the issue with their physician and the device was checked. Attempts to follow up were unsuccessful. Upon further inquiry, it was discovered that the patient's device was explanted and replaced. No further patient complications have been reported as a result of this event.